Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to mitral regurgitation. Information learned from implant patient registry, and from the surgeon's follow up response.

Manufacturer narrative:
Device not returned.